Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that I was asked to attend a s-ICD electrode revision today; however, the patient had an elevated white cell count and the physician chose to postpone the procedure until this had resolved. Analysis of the post operative chest x-ray with the physician today showed pronounced s-shaped bends along the distal third of the s-ICD electrode consistent with pressure likely from to much lead being advanced into the sternal tunnel or the sternal tunnel itself not being long enough to accommodate the amount of lead the physician had chose to apply. Intervention is planned but has not yet been performed due to patient's high white count. New information received indicates that surgical intervention was performed. The electrode was found to be in muscle, specifically a well developed sternal muscle. The electrode was freed from the muscle and successfully repositioned. The physician suspects that the curve observed on x-ray was a result of flexing the chest muscle. The lead remains implanted and in service. No adverse patient effects were reported.